Manufacturer narrative:
(B)(4). Sample photo was provided for evaluation. Picture show that the access tip slipped out of drainage line. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Lot #0000827166 was manufactured on 08/19/2015. Possible root cause could be due to a de-bonding of the tubing from the lockable access tip. The failure could have been due to a defect in the bonding process or bonding materials (solvent) or from excessive force at the customer site. There have been improvements in the assembly process and it has been validated that the assembly between the tubing and the accessories is stronger. This complaint will be tracked/trended as part of the complaint process.

Manufacturer narrative:
(B)(4) upon carefusion investigation, a follow up will be submitted.

Event description:
Access tip slipped out of drainage line. This complaint was originally reported with (B)(4). Actual device not available for evaluation; photo attached to complaint. At this time; no additional information provided